Manufacturer narrative:
(B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) was hospitalized due to peritonitis and subsequently passed away. On an unreported date, the patient (pt) experienced gangrene in right leg (also described as gangrene of the foot). Three weeks prior to death, the pt was hospitalized for the event and underwent leg amputation as treatment for the event. Ten days later, the patient was discharged from the hospital to a rehabilitation facility. The patient was in the rehabilitation facility for five days. On an unreported date while in the rehabilitation facility, the pt acquired peritonitis. The cause and type of peritonitis was unknown. One day after release from the rehabilitation facility, the pt was readmitted to the hospital for the peritonitis. Four days later, the pt died due to end stage renal disease (esrd), peripheral vascular disease, cardiac disease (onset dates not reported) and peritonitis. Treatment for the events was unknown. It was not reported whether an autopsy was performed. Dianeal therapy was ongoing until the time of death. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up will be submitted.